Event description:
It was reported that the system logged out of a case when going from planning the tka to burring the femur on a tka case. Did not see anything past the gap balancing screen. The navio screen turned white and went back to the patient case login screen. Recalibrated the hand piece and resumed procedure. After resuming procedure, the navio went back to the planning screen adjustments were made given that it reset the implant position and were able to complete the procedure. The patient was not harmed.

Manufacturer narrative:
H10, h3, h6: the device was being used during treatment when the system exited the case suddenly when moving to gap planning from the cut tibia screen. The log files were returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software crashed as a result of planning data being freed while it was still use. The root cause of the issue was due to a software failure.